Event description:
Healthcare professional reported right side capsular contracture, baker grade ii. It was later reported rupture was observed during explant. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii. It was later reported rupture was observed during explant. The device has been explanted.